Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qqrr, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that several weeks ago in (B)(6) 2015 the patient was programmed and it worked fine. On that same day there was an infection suspected, so the healthcare provider (hcp) went in and found a blood clot in the area. The hcp then put a drain in there. The consumer mentioned that the patient had a genetic disorder, leiden factor mutation, which caused him to have blood clots. He also had clots in his upper and lower leg. The consumer thought the patient had fallen several months before, he had to have staples in his head, and that might have caused the blood clot. The patient had low blood pressure, which may have attributed to the fall. At the same time as this procedure to remove the blood clot, the patient got a power on reset (por) condition. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. He also had colon cancer in 2003, which led to bladder and colon issues. No patient outcome was reported or a clear reason for the blood clot at the implant, so additional information was requested. If additional information is received a supplemental report will be sent.